Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevate blood glucose (bg) level. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. At the time of the report, the customer had not addressed bg level. Reportedly, the cause of the elevated bg was due to a resume pump alarm occurring. The customer did not recall why insulin was suspended. Reportedly, the customer continued to use the pump for insulin therapy.